Manufacturer narrative:
(B)(4). Eval results: (root cause undetermined; limited info available), (death), (device not available for eval).

Event description:
The physician stented the left main with two integrity rapid exchange (rx) coronary stent system. The lesion was severely calcified. It is reported that one hr post procedure the pt died. The physician stated that the stents performed well. Caused of death possible perforation or dissected aorta. Reference MFR report numbers 9612164201100718.